Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported that water invasion was found inside the evis exera iii xenon light source during preparing for use. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported problem was confirmed. Fluid invasion inside the air pump tubing was discovered. In addition, the front panel mouth and the scope socket were damaged. The lamp light meter indicated that the lamp had exceeded its recommended range, and the light intensity output measured out of range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user.